Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: after the surgeon inserted the hem33, he squeezed the handle, but the staples weren't fired. It was so hard to remove the hem33 from the colon. During removing the hem33, bleeding occurred.